Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Event description:
All pieces were removed from the patient. No additional bone holes were used.

Event description:
It was reported that during an arthroscopically assisted anterior cruciate ligament reconstruction to the left knee, a screw biosure regenesorb 8mm x 20mm, would not advance and the leading 2mm of the screw had sheared. Another screw was used, which provided excellent fixation.